Event description:
Related manufacturer reference number: 2017865-2022-07536. It was reported that the patient presented for a follow up in clinic with a left ventricular (lv) lead that exhibited failure to capture. The lead was then programmed to be deactivated. The atrial lead also exhibited failure to capture. A chest x-ray was performed and it was noted that the atrial and left ventricular leads were dislodged. The atrial lead was explanted and replaced. The lv lead was found to be wrapped around the right ventricular lead. The lv lead was capped on (B)(6) 2022. The patient was in stable condition.